Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The measured lead impedance was found to be low and out of range during a follow-up appointment. An x-ray examination was performed which did not reveal externalization of the conductors. A revision was attempted but could not be completed due to patient anatomy. The affected lead was deactivated and the device was reprogrammed to compensate. The patient was stable.